Event description:
Information provided states that pt had (2) m6-cs implanted at levels c/5 to c/7. Patient experienced increasing cervicogenic pain and spasms. Images showed bony resorption on endplates with lysis at c6/7. C5/6 was not as obvious however both implants were removed.

Manufacturer narrative:
Additional information along with the return of the device has been requested.